Manufacturer narrative:
Evaluation: information received from account mentioned that microbiology labs at uci tested the slices of the tissue and found (B)(6). A review of service calls for this laser for the last 6 months showed the equipment has been working as per amo standards. Prior to the event, on (B)(6)-2010, equipment was serviced by a field service engineer or preventive maintenance and equipment met amo standards. After the event, laser equipment was checked by field service engineer on (B)(6)-2010 and no problem related to the reported event was found.

Event description:
Intralase fs laser was used for intralase enabled keratoplasty (iek) procedures for three (3) cornea transplants using tissue provided by lions eye bank in (B)(6). Some pts experienced complications (infection) following transplant. No information on amount of pts or final outcome.